Event description:
According to the information received, the duct measured 4mm and an 8/6mm amplatzer duct occluder (ado) was chosen with a 6f amplatzer torqvue 180 degrees delivery system (dtv180). On deployment, while still attached to the delivery cable, the ado fell through the duct. An attempt was made to recapture the ado into the sheath. The waist was recaptured but the disc would not go back into the sheath. The whole system was removed to the right atrium and an 8f amplatzer torqvue 180 degrees exchange system (etv180) (model: 9-eitv08f180/80, lot: 0905110342) was used. Again, the ado would not recapture into the 8f etv180 sheath. A 10f dtv180 sheath with a 9f etv180 dilator was used successfully. The ado was recaptured and removed without adverse incident for the patient. The duct was re-measured and found to be 6mm, with an aorta diameter of 7.3mm. It was decided this case was unsuitable for percutaneous closure and referred for surgery at a later date.

Manufacturer narrative:
The 8/6mm ado, 6f dtv180 sheath and 8f etv180 sheath were returned to aga medical and decontaminated. The ado was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The 6f dtv180 sheath was examined and the sheath tip was found to be kinked. The 8f etv180 was examined and no defects were observed. Using a test 6f dtv180 sheath, the ado was loaded, handed-off to the sheath, advanced, deployed, and recaptured without issue. Using the returned 6f dtv180 sheath and test components, the ado was loaded, handed-off to the sheath, advanced, deployed, and recaptured without issue. The 6f dtv180 sheath was exchanged for the returned 8f etv180 sheath and test components, and the ado was recaptured without issue. A test 8/6mm ado was tested with both the 6f dtv180 and 8f etv180 sheath's which produced the same results. During manufacturing, this device and delivery system lots underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and attaching the loader to the sheath to ensure correct connection. A review of manufacturing documentation confirmed this device and delivery system lots successfully completed these tests. While the cause of the damage to the dtv180 sheath could not be conclusively determined, it is consistent with high forces during recapture of the device. Our investigation confirmed that the ado and etv180 met manufacturing specifications prior to shipment and upon return to aga medical.